Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred and a hypoglycemic event. The patient reported that the phone restarted after an update while the patient was sleeping. The patient indicated that he then woke up after symptoms of hypoglycemia to check his blood sugar level and realized it was at 40 mg/dl. The current condition of the patient is unknown. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined.